Event description:
It was reported that during surgical procedure on the knee, the blade broke at the mount. It was also reported that the broken pieces were all retrieved. It was further reported that there was no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
The device subject to this investigation was not returned for evaluation. If the product is received, an evaluation will be performed and a follow-up MDR will be submitted. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. Device not returned.

Manufacturer narrative:
Investigation results indicate that the blade may have been loaded incorrectly, but this cannot be confirmed. The root cause is multi factorial.

Event description:
It was reported that during surgical procedure on the knee, the blade broke at the mount. It was also reported that the broken pieces were all retrieved. It was further reported that there was no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.